Manufacturer narrative:
Exact date unknown, event occurred on (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 19991381/19975939.

Event description:
It was reported that the patient had a portion of pain was not covered by the device. It was unknown if impedances were present in both ipg and percutaneous leads. The patient underwent a replacement procedure for both ipg and leads. The patient was able to get desired coverage postoperatively.

Manufacturer narrative:
Sc-1132 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore, no problem detected was selected as the probable cause for this complaint. Sc-2317-50 sn: (B)(6). The returned lead was analyzed, and visual and x-ray inspections confirmed all cables were fractured at the click site, about 25.5 centimeters from the distal end. With all the available information, boston scientific concludes the reported event was confirmed. Seven cables were fractured at the click site, about 25.5 centimeters from the distal end that resulted in the source of high impedances. When excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the anchor resulting in the cable fractures, which causing the reported patients experience. Sc-2317-50 sn: (B)(6). The returned lead was analyzed, and visual and x-ray inspections confirmed all cables were fractured at the click site, about 25.5 centimeters from the distal end. With all the available information, boston scientific concludes the reported event was confirmed. Seven cables were fractured at the click site, about 25.5 centimeters from the distal end that resulted in the source of high impedances. When excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the anchor resulting in the cable fractures, which causing the reported patients experience.

Event description:
It was reported that a portion of patients pain was not covered by the device, and impedances were present in both ipg and percutaneous leads. The patient underwent a replacement procedure for both ipg and leads. The patient was able to get desired coverage postoperatively.